Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician brought the patient into the operating room, explanted the ipg, implanted a newer ipg model that does not require a sensing lead, sutured, and closed.